Event description:
Customer reported unknown cause for high blood glucose levels with readings showing "high" without specific values. To address the issue, the customer administered a correction bolus via pump and followed cts instructions, including inspecting the infusion set, tubing, and reconnecting appropriately. No physical issues were found with these components. Customer received guidance to consult their healthcare provider regarding factors affecting blood glucose levels and requested replacement of the infusion set and cartridge, which cts agreed to provide.